Event description:
Patient underwent washout of infected right total knee arthroplasty. During surgery the imp positioner needed to be autoclaved. It was thought to be cool for use on the patient. However, in post-anesthesia care unit (pacu), it was noted that the patient sustained partial thickness burns to right lower extremity and right buttock.